Event description:
On (B)(6) 2014, it was reported that the patient's blood glucose level was 368 mg/dl at 10:30pm and she bolused to correct the elevated blood glucose level. At 2:00am her blood glucose level was 306 mg/dl and she bolused 2 units of insulin. In the morning her blood glucose level was 79 mg/dl. She thinks her infusion device does not deliver insulin correctly. She also reported that after canceling a bolus, the device displayed e7 (electronic error) instead of w8 (cancelled bolus). No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).